Event description:
The patient called the morning to report he had problems with batteries alarming with certain movements. He initially reported he noticed with 2 different sets, however while on the phone with me on a set that hadn't been an issue it alarmed with movement. He states it is always the battery attached to the black power cable. That said I feel a controller change was in order. He was seen in the office overall appeared well. No significant alarms noted on interrogation. Controller was replaced without issue.